Event description:
As the catheter was being removed, the cuff separated from the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.